Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead had exhibited dehiscence. The patient was given general anesthesia after the procedure was cancelled. No additional adverse patient effects were reported. The implanted lead remains in service.